Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the sensor gave inaccurate values on (B)(6) 2013. The finger stick value was 238 and the device read 133.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.